Event description:
It was reported that during the surgery procedure, the pump was set at 50/70. The tissue in the patient's left leg got infiltrated with saline. Patient injury according to hospital was: edema.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The pump's operations manual recommends for knee arthroscopy a setting of 35 mmhg but the event description shows that it was set at 50/70 mmhg. Patient injury was edema. The most likely cause of the event was improper pump set-up. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if the instructions for use are not followed. This is the first complaint of this type for this part/serial combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Risk manager will not release device.